Manufacturer narrative:
On (B)(4) 2016 an ocd field engineer (fe) arrived at the customer site and checked the barcode labels and found that the barcodes on the tubes that misread were defective. The customer 's printer was creating the barcodes that misread. The fe adjusted the sample camera. The fe checked the sample camera by reading barcode labels on the tubes. The sample camera read all the good barcode labels. The sample camera did not read any of the defective barcode labels ( it gave the error "unable to read barcode"). The fe ran the barcode reading test in diagnostics. All test passed. Repairs have returned this instrument to expected operation.

Event description:
The ortho provue misread sample ID (B)(4) as (B)(4) . No incorrect or erroneous results were reported as a result of this incident. Incident 2 0f 2. (B)(4).